Event description:
It was reported that the patient experienced "terrible muscle spasms and pain" in their chest after implantation of their implantable neurostimulator (ins). It was also noted that they had "elevated" blood tests but the cause of the issue was not really known. The patient stated that they had a "few" episodes with their chest since then. It was noted that patient when they turned the stimulation off for a while and then would turn back on to a lower setting then "it would be good for a while". Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).